Manufacturer narrative:
The tech found that the ac plug had a loose ground pin. He replaced the ac plug and this resolved the high ground resistance reading.

Event description:
Info received indicates the ground resistance reading was found to be high while performing an electrical safety test.